Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of lung cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 11/27/2022 and section h11 should be reported as: the manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of lung cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no particles in air path. During the evaluation, secondary findings was not observed. There was no error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit corrected. Box h was updated in this report.